Event description:
It was reported that a progav 2.0 (part # fx466t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve's pressure setting was suspected to have changed as a result of airport security screening. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data available.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Information about the complaint: the valve pressure setting was suspected to have change as a result of airport security screening manufacturing and quality control data: the progav 2.0 was manufactured by a qualified employee on march 2017. Deviations during assembly did not occur. The product was finally tested as article fx470t and released for packaging and sterilization and was sterilized by miethke. The progav 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. All tested parameters were assessed according to specifications. Conclusion information: based of legal requirements, we are obliged to obtain the release for the examination of the attending physician for the examination of the returns. Due to the influence of the valve properties during the examinations (e.g. Flushing with liquid, level measurement and possibly damage by opening the valves) this is unavoidable. In this case, it was not possible for us to examine the returned product because, despite three requests, the specific release for examination was not provided. With reference to our instructions for use and the patient manual, spontaneous adjustment of the valve can be ruled out. The adjustable differential pressure unit of progav 2.0 is equipped with a feedback mechanism. Due to the unique construction of the valve housing, pressuring on the valve produces an acoustic signal (a clicking sound) which is audible or noticeable as an tacticle resistance, so the brake of the rotor is released. The valve indicates acoustically and haptically that the brake of the rotor is released and the pressure is sufficient to decoupling. After this procedure the valve is then adjustable. The progav 2.0 valves are compatible up to 3 tesla. A final conclusion on the suspected malfunction is only possible with an examination. For this reason, we will return the product without examination. Referring to the traceability of the product, we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
The sample was returned, but the release for investigation is not available.